Manufacturer narrative:
Logs received. It is visible in the logs that the change of the lower alarm limit to 0.2 lpm was automatically performed. The customer change the rate to 8bpm to 1bpm which triggered automatic change of lower alarm limit of mvexp to 0.2 lpm. Further investigation is ongoing.

Event description:
The customer reported while using bellavista 1000, there is an automatic change on the alarm limit of the machine during use with the patient. The changes in rate and mode are as follows: on (B)(6) the initial settings were simv mode, tv : 400ml, f rate: 12bpm, lower mvexp alarm : 3.0lpm. On (B)(6), when they changed the rate to 8 and tv to 350ml, the lower mvexp alarm automatically changed to 1.8 lpm. On (B)(6), when the rate was changed to 5, lower mvexp alarm automatically changed to 0.2 lpm. They then changed the mvexp alarm (but there was no record of it at the hospital). They then changed to CPAP mode and the lower mvexp alarm automatically changed to 0.2 so they set it to 1.0 lpm. On (B)(6), the apnea alarm triggered backup ventilation, so they switched to simv mode. At that time, mvexp alarm was back to 0.2 lpm. There is no information on patient harm or injury associated with the event.